Event description:
Tubing was not connected inside package.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) single dpt kit. Kit was not used. Tubing was broken off from bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.